Event description:
A surgeon reported an intraocular lens (iol) was exchanged due to the pt being unable to read. In a f/u, the surgeon reported the event resolved following the lens exchange.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on 01/09/2013. (B)(4).